Manufacturer narrative:
Investigation results: a genesys hta capital was returned for investigation. The device was received in fair condition with no physical damages or defects observed. The unit passed cis-genesys hta functional feature test. Fluid leak alarm or error 11 was not observed during the test thereby not confirming the event. Review and analysis of all available information indicated that the root cause is no problem detected. A complaint with a cause of no problem detected indicates that the device complaint or problem cannot be confirmed. A DHR (device history record) review was performed and the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation on october 9, 2019 that a genesys hta control unit was used in a hydrothermal ablation procedure in the uterus performed on an unknown date. According to the complainant, during procedure, a fluid leak alarm was noted on the console. A second cassette was used and error message 11 appeared on the screen. The procedure was cancelled due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
No event date was given, therefore an approximate date of (B)(6) 2019 was used as the event date. (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a genesys hta control unit was used in a hydrothermal ablation procedure in the uterus performed on an unknown date. According to the complainant, during procedure, a fluid leak alarm was noted on the console. A second cassette was used and error message 11 appeared on the screen. The procedure was cancelled due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.